Event description:
It was reported that a lec1720 occurred during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter occupation are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no physical damage. Functional testing found the reported complaint was verified. Power up the device to error code logical equivalence check (lec) 1720. Internally inspected the device, found back-up-capacitor had a broken wire which caused the error. Recommend to replace the back-up-capacitor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model num 6400. H4: device manufacturing date 01/03/2003.